Event description:
The 4 in one size #5 femoral cutting block (ref. 02.07.10.0205 - lot 105114) broke in half during the time of surgery. The block was pinned in place as per the surgical technique however, whilst the surgeon was performing the chamfer cuts. The surgeon completed all the cuts and the operation was completed with no pt compromise.

Manufacturer narrative:
Upon failure analysis, it was confirmed that the femoral cutting guide was broken. A document review of the lot 105114 (B)(4) was performed and no particular issues were found related to the adverse event happened. No other similar event was reported concerning this lot. The breakage is thought to be associated to an improper use: hammer hits were probably done by the surgeon in order to assure a close contact between the cutting guide and the distal cut. Repeated hammer hits could have weakened the instrument, leading to its breakage. On the basis of medacta's risk analysis, the failure mode is unlikely to cause pt harm since, also in case of breakage, the cuts could be performed because the guide is fixed to the bone with the pins, as happened in this case.